Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose level (bg) was 50 mg/dl. Multiple attempts were made to follow up with the customer regarding the low bg level; however, no response from the customer was received. Reportedly, the customer changed pump supplies to resolve issue.